Manufacturer narrative:
Event date: it was reported the event occurred over the "last few months". Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "micro bubbles" were observed inside the tubing of an unspecified quantity of solution sets. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed, and no leak was noted in the set. Pull testing was performed with no separation noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed, and no leak was noted in the set. Pull testing was performed with no separation noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.